Event description:
Nurse found the unit alarming "occlusion" with the syringe out of the clamp or lip. As the pump was infusing it caused the whole syringe to be pushed down until it hit an object below it causing the line to become pinched or kinked. This caused the occlusion alarm. Only 5 ml was dispensed out of the 25 ml. The syringe was placed in another pump and the order was restarted with no problems.